Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from abmt that the patient noticed a large amount of air in the IV tubing below the pump during an infusion of normal saline and the device did not alarm for air in line. The patient clamped the central line and notified the clinician. The patient was assessed and was stable. The tubing was removed and was placed in a bag for further evaluation. There were no adverse effects caused to the patient in the event.